Manufacturer narrative:
Concomitant products: product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type lead; product ID 3550-39, lot # n267541, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
It was reported that the patient had leads move previously. It was noted that this had happened with the first one of these the patient had. It was noted that the therapist had made the patient do something he was not supposed to do and the leads shifted about an inch or so and the patient had to go through and get the leads replaced. It was unknown when this was patient thought 3 years prior to this report maybe. Patient had done the trial, trial was over and patient had 90% successful. The spinal cord stimulator was put in and they were testing the patient and had him do a back bend. The stimulation dissipated and caused an extreme amount of pain.

Manufacturer narrative:
Concomitant products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead. Product ID: 3550-39, lot# n267541, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: accessory.

Event description:
Additional information was received from the patient on july 5th 2016 stating that the lead wire had come out of position twice within the last six years, where they needed surgical intervention. The patient could not recall the time frame of when it happened.